Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 15-feb-2023. H6: investigation summary: bd received twenty six sealed 22 gauge insyte autoguard devices from lot 2146291 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed no physical damage or deformities to the units. Next, the units were tested for functional retraction. The engineer removed the device's from their packaging, inspected the catheter/needle tips, broke tip adhesion, and initiated needle retraction. Each unit retracted successfully with no delay or resistance observed. Therefore, based off the visual inspection and testing the engineer was unable to verify the reported defect. Since no defects were found during inspection and testing the engineer could not determine a definitive root cause for this issue.

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 22ga the needle would not retract. There was no report of patient impact. The following information was provided by the initial reporter: customer stated that needle would not retract.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 22ga the needle would not retract. There was no report of patient impact. The following information was provided by the initial reporter: customer stated that needle would not retract.